Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 3rd june 2011 and performed to specification up to the 3rd february 2013. The pad-pak was removed. The device failed several self-tests due to a low battery on the 9th july 2015. No further log entries were recorded. The device was tested and successfully delivered a test shock. The device powered off normally with a flashing green status led. The device was disassembled for investigation. Investigation found the reported fault can be attributed to component failure. Current leakage observed within the device and would likely have caused the low battery warnings recorded in the history log. Investigation was unable to replicate or find conclusive evidence of the reported fault of the device switching automatically. No pad-pak was returned for investigation.

Event description:
There was no patient involved in this event. Device was switching on automatically.